Event description:
Infant with subdural drain in place for approximately 9 days. Tubing had become very twisted. Staff suspect the twisting occurred as a result of patient activity (very mobile patient, infant rolling in bed) and staff/parent getting the patient in and out of bed for feedings. Tubing broke at hub where it connects to stop-cock/drainage collecting device. Drainage device replaced and drain is functioning. Tubing had become very twisted. Normal infant activity. The tubing had been untwisted the tubing broke near the stopcock where a specimen can be obtained.====================== manufacturer response for exacta external drainage and monitoring system, exacta (per site reporter).====================== I asked to speak to someone who could answer my question of how do they think this could have happen and if there have been other incidents like this. The person from the neuro division is out of town. Customer service is seeing if there is another contact for me.